Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. The change is reflected in this report.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the touch screen was broken.

Event description:
It was reported at the beginning of the control procedure, broken screen/screen fracture was seen. The programmer did not work and could not enter into the menu. Therefore the case was completed with a different programmer. The programmer was returned for service. There was no patient involvement.